Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the event of infection. There is a possibility of a causal relationship between the patient¿s elevated wbc count and diagnosis of unspecified infection and pd therapy on the liberty select cycler with fmc cassette. However, based on available information the cause of the elevated wbc count and unspecified infection cannot be determined. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who experienced infection coincident with peritoneal dialysis (pd) therapy. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient¿s pd effluent culture was obtained and the patient¿s white blood cell count was elevated. The patient transitioned to in-center hemodialysis. The pdrn reported that there was no organism growth and peritonitis was not confirmed. The patient was not hospitalized for the event. Treatment rendered is unknown. Should additional information become available, the file will be reassessed and updated accordingly.